Event description:
On (B)(6) 2012, it was reported that the pt had been experiencing blood glucose fluctuations since (B)(6) 2012. His levels were as low as 40 mg/dl and as high as 577 mg/dl. On (B)(6) 2012, the pt was taken to the hospital by ambulance due to elevated blood glucose levels. He was diagnosed with ketoacidosis. The type of treatment she received at the hospital is not available at this time. The pt felt very tired. The pt's mother does not think the infusion device delivers an accurate amount of insulin. The pt switched to a second infusion device and her blood glucose levels returned to normal later that day. The infusion device was requested to be returned for eval.

Manufacturer narrative:
The incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.